Manufacturer narrative:
Upon further review the medical device problem code: 1069- dc-lens damaged in the initial report does not apply as the lens damage reported initially in the initial MDR report is no longer applicable as clarification received indicated that the issue was cartridge tip crack/damage issue and the event is no longer considered reportable as it does not meet the reportability criteria. The code is updated to 1135-dc-cartridge tip cracked/damaged. Hence a correction report would be submitted for us with aware date being 3/4/2025, the date of reassessment. Therefore, no further information will be submitted under medwatch (B)(4).

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/18/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod was overriding a lens that was stuck in the cartridge tip. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge tip was observed to be cracked, and the cartridge tube was damaged; stress marks were also observed on the cartridge tip but were in specification for a used device. The lens module and device assembly were inspected revealing no issues. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens could not be removed from the cartridge for evaluation. No further evaluation was performed. Conclusion the complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens was broken. The cartridge tip had contact with patient's eye. The issue was first identified during handling/prior to insertion. No other information is available.